Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous iliac-sfa (superficial femoral artery. A 6.00mm /2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, at 10 atmospheres the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as result of the event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).